Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes and 2-3 minutes respectively: 1. 26.0 mmol/l (mobile system) and 6.7 mmol/l (compact system) 2. 21.0 mmol/l (mobile system) and 7.5 mmol/l (compact system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact system. Reference medwatch with (B)(6) for the mobile system. Device will not be returned.